Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. The customer's blood glucose level went to 400 mg/dl and treated their high blood glucose with manual injection. The customer stated that yesterday insulin pump received insulin flow blocked alarm. The auto mode feature was not active on insulin pump. The customer declined troubleshooting for high blood glucose and insulin flow blocked alarm. The insulin pump will not be returned for analysis.